Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of nodules is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for the reported event of skin irritation: precautions: patients may experience late onset nodules with use of dermal fillers, including juvéderm voluma® xc. Refer to adverse events section for details. Adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment, possible treatment site responses after treatment with juvéderm voluma® xc include: tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching.

Event description:
Healthcare professional reported injecting a patient with juvéderm¿ voluma¿ with lidocaine in the pre jowl sulcus as well as juvéderm® volbella¿ with lidocaine in the "secondary smile line on the left side near the oral commissure." About 3 months later, the patient developed nodules at the injection sites. The patient was treated with hyaluronidase. Currently, the patient can "still feel the nodules" but they are not noticeable. This is the same event and the same patient reported under MDR ID #3005113652-2017-01066 ((B)(4)). This is the first MDR submitted for the first suspected product, juvéderm¿ voluma¿ with lidocaine.